Event description:
The reporter states that prior to the mesh implantation he was a healthy male, but since the implantation he has had many complications and various health issues including cancer. After the mesh he had prostatitis on and off for which he was put on antibiotics, heart, lung and kidney problems. He was on antibiotics for a 2 year period for infections. The mesh on the right side was redone in 2006. The first night after surgery he was rushed back to the operating room because of bladder failure. In addition he has also had pneumonia infections numerous times, and blood sugar symptoms for which the drs say his levels are normal. Prior to mesh his psa were negative but now his psa levels are around 300. He also has pain that is shooting down his body. Feeling very frustrated that this product is still on the market when there was a case in (B)(4) that was won back in 1989 against mesh. This product is killing people and needs to be removed from the market.

Event description:
F/u received from reporter for mw5033196 on (B)(6) 2018. I was rushed to the hospital a few months ago, my body was shutting down, I ended up having a real bad bout with infection I keep getting. I stay in constant pain, and have all type of complications from the crap in me.